Event description:
It was reported to baxter (B)(6) that a colleague infusion pump experienced a damaged battery alarm. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter discovered that a battery depleted set alarm had interrupted delivery. Patient involvement is unknown. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. This involved a colleague infusion pump with a user interface module master software version 6.63.92. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with a damaged battery alarm was confirmed and reproduced during on-site product evaluation. The cause of the reported condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition.